Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the patient felt chest pain. Radiography revealed that the atrial lead was not visible in the right atrium. A chest x-ray revealed -pleural- effusion. The lead was explanted and discarded.